Manufacturer narrative:
(B)(4). Examination of the four submitted adapters confirmed the connection features that attach to the reamer are worn/damaged. The damage is consistent with the reamers mating feature stripping after being subjected to hard cortical bone and heavy usage causing damage/wear to the adapter. The root cause is attributed to product wear out. Based on the investigation's determination of device wear from normal use and servicing, no corrective action is being pursued. Continue to monitor via (B)(4). Investigation summary: it was reported that the reamers are scarred at the union from usage over the years. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the reamers are scarred at the union from usage over the years. Investigation method: the complaint sample consisted of (4) 217863136 modified hudson adapter, lot numbers tbpke, h0609, and tbltw. The remaining reported 217863136 modified hudson adapter were not received for examination.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination and functional testing of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Examination and functional testing of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.